Event description:
As initially reported by the non-healthcare professional stating that consumer has developed infection in right eye, upon follow-up with the eye care professional, it was confirmed that the patient developed a corneal ulcer in the right eye after wearing the lens. Medical attention was sought for the symptoms, and the current status of consumer¿s eye was symptoms resolved at the time of this report. No additional information has been requested at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).